Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Failure analysis to identify root cause to the end users experience could not be determined. The complaint will be reopened should we receive the product. A DHR review cannot be performed at this time as xxx-headrest is not a valid integra number product ID. The reported complaint was not confirmed.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales specialist reported on behalf of the customer that a slip on a mayfield head holder (product ID not provided) on (B)(6) 2019. There was no patient injury. No further information was provided by the customer.